Event description:
The systemic infection caused a hematoma. Both cannula were removed as a result of the infection. Blod cultures were repeated and are negative.

Event description:
Positive blood cultures were identified, patient is being treated with antibiotics.